Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed and mildly calcified lesion in the proximal right coronary artery. Following pre-dilation, a 4.0x12mm non-abbott stent was deployed. A 5.0x8mm nc trek balloon dilatation catheter (bdc) was prepared per the instructions for use and with a 50:50 contrast mix. The bdc was advanced for post-dilatation. The balloon was inflated once to 18 atmospheres; however, the balloon would not fully deflate after a negative was held for about 10 seconds. The bdc could not be removed through the guiding catheter and became stuck; therefore, it was removed together as a unit. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two similar incidents from this lot. The complaint investigation determined the reported difficulties are related to a potential manufacturing issue associated with deflation issues. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.